Event description:
It was reported that a "no disposable pump will not run" alarm occurred. The alarm was silenced and settings were reviewed. The pump was turned off, tubing was clamped, and cassette was removed. Air bubbles were noted. The tubing was massaged and cassette was tapped on a hard surface. The cassette was reattached, tubing unclamped and pump turned on. The pump was restarted and the display read run. No patient injuries were reported.

Manufacturer narrative:
Device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A DHR (device history review) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.